Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On 05/17/2023, the patient was at school when she started to feel dizzy and her cgm displayed 67 mg/dl. She went to the nurse¿s office and upon arrival, the patient¿s hands and fists were clinched followed by a loss of consciousness. The school nurse called emergency medical services and performed a bg which was 250 mg/dl. The patient regained consciousness, and ingested juice which was provided by the school nurse. Upon arrival, ems performed a bg which was 250 mg/dl and the patient¿s cgm continued to display 67 mg/dl. The patient¿s parent arrived, declined transportation of the patient to the hospital, and took her home. Although ems was called, there was no documentation of medical intervention. The patient's current medications are thyroid medication and insulin. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.